Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer states consumer was going up a ramp and continued to do so and the walking beam turned inward.